Event description:
It was reported that there was an unknown malfunction with the attachment device. The reporter indicated that information on the type of surgery, delay in surgery and/or patient injury was not available. It is unknown if a spare device was available for use at the facility. The reporter was unable to determine the precise date of this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual attachment device was received and evaluated. During service and repair pre-testing it was observed that the device had vibration. (B)(4) evaluated the device and confirmed the pre-test finding of vibration. Evidence indicates this was due to normal use and servicing. If additional information should become available, a supplemental report will be sent accordingly.